Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot number was identified. Should the device be returned at a later date, a complete evaluation will be performed and a follow up will be submitted.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges the catheter disconnected from the hub while in use.